Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses. Right sided deflation was observed on (B)(6) 2018. Bilateral ptosis and capsular contracture (baker's grade unknown) was also noted. Bilateral capsulectomy, implant removal, and anchor mastopexy was performed. Deflation of the right implant was confirmed during the surgery, and the left implant was found to be intact. There were no procedural complications and the patient was brought to the recovery room in stable condition. This report relates to the left prosthesis. The right prosthesis was reported on 6/"26"/2018 under 1645337-2018-03904. On 10/11/2018 mentor was made aware of bilateral issues and an additional impacted product was added to the complaint file.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/19/2019. Device evaluation summary: it was reported that a 40-year-old female underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses. Right sided deflation was observed on 5/1/2018. Bilateral ptosis and capsular contracture (baker's grade unknown) was also noted. The device history record (DHR) of lot number 5691577 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The device was received with no fluid. White material was observed within the device. During evaluation a rent measuring approximately 1.5 cm was observed on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations which are similar to markings made by an instrument perforating silicone material. No other anomalies were observed. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).